Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication issue between the insulin pump and transmitter. The customer also reported low/short battery on the insulin pump. The customer also experienced hyperglycemia with a blood glucose value of 265 mg/dl. The customer also reported pump error 23 (post-reset ram crc alarm) and a power loss alarm. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a & mmt-242a. Troubleshooting was declined for the high blood glucose value. Troubleshooting was done for the loss of communication issue and found it was resolved. Troubleshooting was partially done for the low/short battery issue. The customer was able to clear pump error 23 alarm and also clear the power loss alarm. The customer was treated with the insulin pump. No further patient complications were reported. The product(s) mmt-1884, mmt-332a, mmt-7040a & mmt-242a will not be returned for analysis.